Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having trouble verifying their 4.3 mm quadcut, and then could not verify other instruments after, which they had already verified. The site restarted the system. Once the system was back on, they were able to verify the quadcut, but unable to verify the curved suction. When trying to verify the curved suction, the software went back to the registration screen and would no longer let them proceed to the navigate task that they were just on. At this point, the surgeon decided to abort the use of navigation. This caused a 5-10 minute delay, but otherwise no other patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the curve section was not verifying and that there were no logs available.

Manufacturer narrative:
Additional information: the site had no issues verifying instruments and the account has since used the system without issue. If information is provided in the future, a supplemental report will be issued.